Manufacturer narrative:
The following fields were updated due to additional/ corrected information: b5. Describe event or problem: "report 1 of 3. It was reported when using the bd vacutainer® sst¿ blood collection tube there gel additive smeared up the sides of the tube in an unspecified number of devices blocking the analyzer probe. No adverse impact was reported regarding the patient or user." Investigation summary: bd received six photos and one video for investigation. The photos and video depicted an analyzer probe covered in separation gel and a tube with gel residue along its walls where the serum layer usually is. The tube shown in the media belonged to lot 50587773. The customer media did not provide evidence that lot 5087772 and 5087775 were affected. A total of 30 retained samples for all lots were visually inspected, and none failed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. Factors that may contribute to gel smearing and erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure modes (gel smearing and erroneous results-direct bilirubin, albumin) because the defects were not evident in the testing of the complaint lot samples. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy (validation attached). All visual observations, including gel smearing, of both retention and control samples demonstrated clinically acceptable performance. Further clinical testing could not be conducted for ck as bd clinical laboratories are currently unable to test for this analyte. This complaint has been confirmed for lot 5087773, for the indicated failure mode gel smearing. This complaint is unable to be confirmed for lot 5087773 with respect to erroneous results-direct bilirubin, albumin, ck. This complaint is unable to be confirmed with respect to lots 5087772 and 5087775 for the indicated failure modes gel smearing and erroneous results-direct bilirubin, albumin, ck. Bd was unable to identify a definitive root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 1 of 3. It was reported when using the bd vacutainer® sst¿ blood collection tube there gel additive smeared up the sides of the tube in an unspecified number of devices blocking the analyzer probe. No adverse impact was reported regarding the patient or user.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there gel additive smeared up the sides of the tube in an unspecified number of devices blocking the analyzer probe. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.